Manufacturer narrative:
In the initial report PMA number in section g4. Is incorrect. The correct number is h180002.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions. Hepatic insufficiency is unrelated to device use.

Event description:
A 63-year-old male patient with unspecified mesothelioma (mpm) started optune lua therapy on (B)(6) 2025, as part of the nis study: "ttfields in general clinical routine care in patients with pleural mesothelioma study (tiger meso)." On (B)(6) 2026, the patient informed novocure that he had been experiencing increased dermatologic symptoms in the area of the arrays, for approximately a week. The symptoms were primarily located along the edges of the arrays, described as small open areas. The patient treated the affected areas with an unspecified ointment and compresses. It was noted that the symptoms had worsened following the reduction of oral cortisone. On (B)(6) 2026, the health care provider (hcp) reported that the patient had been treated with prednisolone. The skin issues were assessed as casually related to the optune lua arrays. The patient temporarily discontinued optune lua therapy from (B)(6) through (B)(6) 2026. On february 11, 2026, novocure received a medical record dated (B)(6) 2025, indicating that three days after initiating optune lua therapy, due to poor positioning of the arrays, the patient experienced a skin reaction described as mild burns with blister formation. Following correction of the array placement, the reaction subsided; however, an intermittent rash persisted, consistent with a contact allergy. An additional record, dated february 04, 2026, confirmed that the patient had been treated with prednisolone for increased transaminases associated with grade 2 hepatic insufficiency in (B)(6) 2025. Additionally, the patient experienced skin reactions and temporarily discontinued optune lua therapy on (B)(6) 2026. The patient was prescribed 180 mg of fexofenadine for severe itching.